Event description:
The customer contacted verathon inc. Regarding a glidescope gvl 4 that has a cracked tip. The reported event was discovered at the disinfection process. No injury to patient is associated with this event.

Manufacturer narrative:
An evaluation of the device could not be performed because the customer did not send the device back for further evaluation. Therefore, the reported event could not be confirmed.